Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 300cc mentor smooth round moderate profile saline implant ruptured pre-implant. There was no patient contact. When the physician was attempting to fill the saline implant, the valve cover completely tore away from the implant and left a hole in the device.

Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the valve cover completely tore away from the implant and left a hole in it. During visual evaluation of the sample it was noticed two (2) tears in the anterior view ,measuring approximately 4.1 cm the tear a and the 5.7 cm the tear b. By the other hand, the valve was inspected and it is in good conditions. Microscopic examination was performed in both tears and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).